Manufacturer narrative:
(B)(4). On an unreported date in the same month as this report was received and reported to be ¿two weeks ago¿; the patient experienced peritonitis and was reported to have been hospitalized on either (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by pain and the patient being "not well". On an unknown date seven or eight days prior to the receipt of this report, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to "bug". But this was unable to be verified and the cause of the peritonitis is assessed as not reported. Beginning on an unreported date, the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. After ten days of hospitalization and in the same month this report was received, the patient was discharged. It was not reported if extraneal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.